Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implantable pump. The indication for use was spinal pain. The patient reported that on (B)(6) 2021 she was in a car accident and her pump was pushed to one side of the body due to the force. The patient had to push it back into place and the tissues of her body felt stretched near the pump when this occurred.